Event description:
It was reported that the customer's insulin pump keypad was locked and not working. Customer's blood glucose as 123 mg/dl. At the time of the report, customer's blood glucose was 244 mg/dl. No significant events leading to the issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The displacement test could not be performed to verify keypad lock settings, due to unresponsive keypad. None of the buttons responded, due to corroded keypad traces. The insulin pump was received with a cracked lcd window, a cracked case at lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.